Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to any symptoms experienced post implant. The patient's attorney did not allege a specific device failure or patient injury. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's legal claim and medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with stress urinary incontinence and underwent a mid-urethral polypropylene sling procedure with implant of a bard soft mesh. On (B)(6) 2011 - the patient had a md follow up office exam with no complications reported and improvement in symptoms. The patient reported hot flashes and mood disturbances and requested to start an antidepressant. On exam, it was noted her suprapubic incision was healing. On (B)(6) 2011 - the patient had a follow up md exam with no complaints of pain, no bleeding, urine clear, no leakage or retention. No further medical records have been provided. The attorney alleges the patient experienced unspecified adverse patient outcome associated to use of the device.